Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced pain at infusion set insertion site during insertion, which cause the patient blood glucose levels was elevated to 286mg/dl. No further information available.